Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call sensor anomaly. Customer's blood glucose level was 8.6 mmol/l. Customer advised the sensor may have been stuck inside of their body. Customer was unable to see the needle inside of the needle hub and believed the needle was stuck inside of their body. Customer was advised to change out their sensor. The device was not returned.